Event description:
A hemodialysis inpatient user facility has reported during treatment a blood leak occurred. The leak was not visually observed, the machine returned and test strips were used and they tested positive. Estimated blood loss was 350cc's. Pt had no adverse effects. Sample is not available.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion fo the investigation.